Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2020-01612. This report is associated with MFR report numbers: 1.3005168196-2020-01610, 2.3005168196-2020-01611.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils, pod packing coils (podjs), and lantern delivery microcatheters (lantern). During the procedure, while advancing a ruby coil through a lantern, the ruby coil unintentionally detached. Therefore, the lantern containing the detached ruby coil was removed, and the ruby coil was flushed out. The lantern was noted to be kinked and therefore, was not used for the remainder of the procedure. The physician continued with the procedure and implanted another ruby coil using a new lantern. Subsequently, while advancing a podj through the lantern, the physician experienced resistance, and the podj unintentionally detached. Therefore, the lantern containing the detached podj was removed, and the podj was taken out. It was reported that the detached podj was observed to be hanging by the underlying nylon upon removal of the lantern. The procedure was completed using another podj and the same lantern. There was no report of an adverse effect to the patient.